Event description:
It was reported that during a coronary stenting treatment procedure, a vessel dissection occurred. The 90% stenosed de novo target lesion, reference vessel diameter of 2.50mm and 24.0 length, was located in the proximal left anterior descending (lad). The lesion was not predilated. The physician implanted a 2.5x24mm taxus liberte stent in the proximal lad. Post-dilation was performed with a 3.0x10mm balloon with residual stenosis 0%. During the index procedure, a vessel dissection occurred but details are unknown. A 3.0x15mm non-bsc stent was implanted to treat the dissection. The event was successfully resolved and the patient's status was good. In 2009, the patient was discharged without angina symptoms on aspirin and ticlopidine. The patient was scheduled for follow-up.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any relevant information from that review, a supplemental medwatch will be filed.